Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The home patient (hp) woke up to a se 2240 alarm and the second supply bag leaked causing a 2240 in dwell 2 of 4. The baxter technical service representative (tsr) cleared the alarm and explained the 2240 alarm. There was no further therapy. They referred the hp to the on call nurse for further medial instructions. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. The hp stated a bag became disconnected; the spike came out of a bag. There were no open clamps on the unused supply lines. The home choice set was not being reused. The patient did not have any pets that caused damage to the supplies. There was no damage noted to the overpouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or overpouch. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.